Manufacturer narrative:
Device history record review was completed on the reported lot number, v2b110. The lot was found to have been manufactured on february 10, 2022 and released to predetermined specifications. No anomalies were found during review of the records. No samples were returned for evaluation therefore a root cause could not be determined. Cardinal health will continue to monitor complaint trends for this issue.

Event description:
Customer has reported that the heel warmer busted open before placing it on the patient. The contents to from the heel warmer landed on her scrub top, but nowhere else. She wiped her top down with a paper towel and water in the restroom, which was successful in getting the substance off. No injury.